Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient experienced a postoperative leak from the anastomosis site from the sureform 60 white reload. The patient required a subsequent procedure for repair. There were no reports of any da vinci related instrument complications, specifically with the sureform 60 stapler instrument and the white reload. The surgeon noted after the common channel was stapled he did not confirm the staple line was secure intraoperatively. The procedure was completed robotically. Postoperative day four a leak was identified which required an emergent open laparotomy procedure to address the leak. An additional bowel resection was required due to the entire common channel "unzipped" or was possible it was never closed initially, further detail information was unknown at this time. The surgeon was unsure what caused the postoperative complication to occur. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the product for failure analysis investigation. An advanced stapler log investigation revealed the following: logs show the sureform 60 stapler was installed on the system 6x and fired 6 reloads (2 white, 3 blue, 1 white, in that order). On installs 1, 2, 4, and 6, the first clamps were successful, and the firings were each completed with 1 pause for compression. On installs 3 and 5, the first clamps were successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.